Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited noise oversensing on the atrial channel leading to automatic mode switch. It was suspected that the noise was from electromagnetic interference due to previously documented history on the patient¿s device. The atrial lead was electrically stable. No intervention was performed. The patient was stable.